Event description:
Boston scientific received information that this patient went to the hospital after this implantable cardioverter defibrillator (ICD) allegedly delivered two hundred shocks. The patient was admitted to the intensive care unit (ICU) and aminodarone was administered to stop the defibrillation therapy. The patient had an adverse reaction to the medication and was also allergic to ladacane. A patient advocate stated the patient's heart conditions resulted in a lack of oxygen to the patient's brain and the patient's condition began to deteriorate at which time he was admitted to a nursing home. The patient was subsequently released from the nursing home. However, he was experiencing chest pain, began foaming at the mouth and passed out. Therefore, the patient was re-admitted to the hospital for an additional two days. The advocate stated she was informed the patient's most recent symptoms were due to dehydration and stated that a boston scientific representative evaluated this device and stated it was functioning appropriately. Once at home, the patient was experiencing chest pain, stomach issues and swollen feet. The advocate was instructed by the patient's physician to give the patient nitroglycerin which subsided the pain. The advocate is concerned that the patient's issues are due to the device delivering therapy. The caller was instructed to have the patient seek appropriate medical attention.

Manufacturer narrative:
Subsequent information was received from a boston scientific sales representative who stated the device was electively explanted and there were no device malfunctions. The patient was implanted with an upgraded dual chamber implantable cardioverter defibrillator (ICD). The explanted device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
Efforts to obtain additional product issue details have been unsuccessful. There have been no additional adverse events reported and the system remains actively implanted. This product issue will be updated if additional information is received.